Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt / check te) was confirmed. As received , the belt failed incoming fall-off testing. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective belt. The patient was issued a replacement electrode belt.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report constant check belt and check te messages. The patient was issued a replacement electrode belt.